Manufacturer narrative:
The reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found the sensor cannula damage (missing electrode) and a broken (electrode) part is missing. They were unable to confirm that the customer received the sensor in said condition due to customer having returned an opened/used sensor.

Event description:
The customer reported via phone call that she had a lost sensor error alert. Customer's blood glucose was 188 mg/dl. Customer stated that the pump was not communicating with the transmitter. Customer was advised to change the sensor. Customer will return the sensor and will receive a replacement.